Event description:
The customer reported that the xray tube fan needs to be replaced.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep checked the kv tracking, image resolution and beam alignment. He found that the x-ray tube cooling fan was not plugged in and the fan blades were broken. The front wheels of the c-arm were damaged from the bolt backing out and rubbing wheels. It was also hard to steer. The rep tightened the bolts.